Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1r23g, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the manufacturer's rep: the device was removed and will not be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot #: va1r23g, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-may-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated she was still sore from the implant procedure, and it felt like there was a lump, and she could not lie down without feeling it. Patient stated it was lower down/radiates, and she needed to reposition herself so it doesn't hurt/have pain. The patient was advised to turn down the device or off and follow up with healthcare provider. Additional information was received from the patient via the manufacturer representative. The patient reported irritation of the lead, they physician suspected infection and opted to remove the ins and the lead. The plan was to replace the system in 6-8 weeks after healing. The pocket was reported to have brown fluid type and the caller noted a bump at the lead introducer site. The health care provider suspected infection traveling down the lead. The infection had been discovered the day of the report. The physician was planning on doing a lead revision due to the irritation reported by the patient. No further complications were reported or anticipated.